Event description:
It was reported, that the patient presented for a routine generator change. Prior to the procedure, it was noted, that the right ventricular lead exhibited intermittent capture and low pacing impedance. The lead was capped and replaced on (B)(6) 2023. The patient was stable.